Event description:
A cusa excel tubing c3601 was connected as stated in the "instructions for use". The pt had been anesthetized for a craniotomy and the procedure was in progress. IV solution was found beneath the cusa. The IV line appeared "flattened and twisted" as if a burn mark was present and was pierced, allowing IV solution to leak out. The pt did not incur an injury and the procedure was not delayed as a result of this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.